Manufacturer narrative:
Other relevant device(s) are: catalog # sg-64, lot # 48721, use by date: 2016-01-31, manufactured date: 2014-01-31, (B)(4).

Event description:
Heli-fx aptus endoanchors and another manufacturer¿s aortic cuff were implanted in a patient for the treatment of a proximal type I endoleak in another manufacturer¿s stent graft. It was reported the patient was implanted with another manufacturer¿s stent graft for the treatment of a 4.1 cm in diameter rupture abdominal aortic aneurysm. The aortic neck was a reverse funnel in shape; diameter at the renal arteries was 37.8 mm, and 20 mm below the renal arteries the aortic neck was 17.5 mm in diameter. There was 40% circumference calcium in the proximal seal zone in the aortic neck. It was reported that the that the same day as the index procedure, the patient experienced renal failure requiring hemodialysis. One day post index procedure, the physician performed an intervention creation of a-v fistula for permanent access for dialysis. It was reported that three days post index procedure, the patient experienced respiratory distress requiring re-intubation and the event resolved twenty days later. Per the investigator, the causes of the events were related to the index procedure. No additional clinical sequelae were reported and the patient will be monitored by the physician.